Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio >7.5, lab 2.2, mean -unable to be determined, confidence limits -unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were unable to be calculated. The inratio value is >7.5. The readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. "During troubleshooting it was discovered that she was using a capillary tube that has a black plunger. This cap tube is not recommended by hemosense and has lithium heparin coating on the inside, resulting in >7.5 inr's." Customer did not follow user manual. Products misused. No further testing required. Test strip lot number was unavailable so further testing cannot be performed.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007- inratio >7.5; lab 2.2.